Manufacturer narrative:
The account found the side rail weld was worn most likely caused by normal wear and tear. Per the hill-rom service manual, the advance series bed requires effective maintenance program. Preventive maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. The account replaced the side rail to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the side rail has a broken weld at the latch block this resulted in the side rail not latching. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).